Event description:
The iab was inserted into the pt on 4/28/97. On 4/29/97 after iabp for 22 hrs, a leak was noted. Despite the leak, pumping continued for two more days. On 5/1/97 when the dr tried to remove the iab, he was unable to. The iab was entrapped and needed to be surgically removed. No alarm sounded. The following was rpt'd to datascope on 6/4/97: blood was noted in the connecting tubing. There were no gas loss alarms. A change was noted in the iab arterial waveform and baseline drift on iab pressure waveform. The balloon continued to pump until 5/1/97 3:00pm. On 5/1/97, the was surgically removed and repair was done to the right common iliac artery using a dacron patch. On 5/2/97, the pt experienced a loss of pulse in the left foot and went to the o.r. For a left common femoral artery thrombectomy and patch and angioplasty. It was rpt'd that the pt did well and was transferred to a rehab facility on 5/14/97. Event complications: surgically removed - rpt'd 5/5/97; repair to artery - rpt'd 6/4/97. Pt current status: well/transfer - rpt'd 6/4/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and rpt'd problem are consistent with that of an iab which became entrapped and needed to be surgically removed from the pt. The smooth-edged membrane pentration(s) most likely resulted during balloon removal from the pt when the iab came in contact with a sharp-edged instrument. Althought the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloon. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, co would be well advised to call for a vascular consultation, as was done in this case.